Manufacturer narrative:
H10: h3,h6: one 72203853 suturefix ultra suture anchor device used for treatment, was returned for evaluation. The device was returned. The handle body, button, trigger and suture cover are all intact and appear undamaged. Suture and textile anchor were still attached to the device. The anchor was partially cinched. There is visible damage to the shaft; outer and inner. The fork tines are intact although the inner shaft was quite bent and twisted. Somehow they were found well extended beyond the distal tip of the inserter. The condition is aligned with use for leverage. The outer shaft nose tube was visibly flared. The deployment sleeve was not deployed and locked. The attempted use and damage occurred prior to full deployment. Instructions for use includes precautions for successful fixation. Compliance with instructions for use recommended prep is essential for successful anchoring. Preferred method of site prep is predrilling with the appropriate smith and nephew drill bit. Recommendation is a same size drill bit as the anchor. Per instructions for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Only use the recommended drill bits and drill guides intended for use with the suturefix ultra suture anchor. Use of other instruments may injure the patient, damage the instruments, or compromise fixation. Implantation of the suture anchor requires preparation of the insertion site. Once seated do not rotate the suture anchor device in the bone as this may cause device failure. Pull back slowly on the handle to remove insertion device. The anchor will remain in the bone¿. Complaint history review indicated a similar allegation for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
H3,h6: one 72203853 suturefix ultra anchor device used during treatment but not returned for evaluation. Due to product unavailability, investigation, evaluation and conclusions were limited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) use of other than recommended smith and nephew drill and proper size and spade style drill bit. 2) stressed product from force or loss of axial alignment. 3) unexpected bone/tissue density/condition. 4) the primary cutting edges of the drill are not sharp or have dings and burrs. 5) inadvertent rotation of device during seating of anchor. This product¿s instructions for use highlights several precautions that can affect successful fixation and has very specific prep instruction for successful use including causes for unexpected results. Per instructions for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Implantation of the suture anchor requires preparation of the insertion site. Predrilling with the appropriate smith and nephew drill bit is the preferred method of site preparation. Establish and maintain axial alignment of the suture anchor with the prepared insertion site. Once seated, do not rotate the suture anchor device in the bone as this may cause device failure. Pull back slowly on the handle to remove insertion device.¿ complaint history review for the lot number reported, indicated no similar allegations. Lot review did not indicate any condition or product/procedure failures that support the reported allegation. Product met specifications upon release to distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a bankart procedure, the anchor pulled out after deployment. An additional bone hole had to be made to complete the procedure with a backup device and a void was left in the patient but there was no delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.